Manufacturer narrative:
Evaluation: the device was returned in a used condition inside another manufacturer's hemostasis sheath, with the blade stuck in an open position. The sheath was noted to be split up to the blade, which was protruding through the tubing approximately 6.5cm from the proximal end of the hemostasis assembly. An examination found the pin vise was missing. Considering the condition of the device, it is feasible to say that the damage occurred as the result of over-extending the blade. It should be noted that an etch mark is located on the inner mandril. The mandril should not be advanced past this etch mark. This will cause the blade to become dislodged from its capsule, making it very difficult to retract.

Event description:
The blade would not retract during use. The device was able to be removed through the sheath, but the sheath was noted to be split after the device was removed. No patient injury occurred.